Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) impedance measurements were 190 ohms during the device implant with the chronic ra lead. The device was reprogrammed to split polarity and impedance measurements were 210 ohms. No adverse patient effects were reported. The device remains in service.